Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace (ha) came off. The customer used a backup ha instrument to continue the procedure. The site was completing the procedure as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure and found to have a blade broken. The blade broke at roughly 0.125¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument tip came off while washing during central processing. There was no fragment falling into the patient during procedure.

Event description:
Refer to h10/h11 for follow-up information.